Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, all leaflets were in the closed position. All leaflets were slightly stiff but flexible. Tears on the tunica of the non-coronary and left cusps along the inflow margin of attachment appeared to have occurred during explant with the removal of host tissue. Tears on the non-coronary cusps appeared to have occurred during explant however, the torn and tattered appearance on the outflow makes it difficult to determine the origin. There was no evidence of mineralization that may have contributed to the tears. All commissures appeared intact. Traces of pannus appeared to extend 1 to 4 mm on all cusps showing evidence of a reduced inflow orifice. Traces of pannus were noted on the tissue and base stitching adjacent to the left right inferior coaptive area. Remnants of pannus were observed along the sewing ring on the outflow. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography showed no evidence of mineralization in the valve. Conclusion: the device history review was reviewed with no issues that would have impacted this event. Per the analysis of the returned valve, glistening off white pannus covered the tissue and base stitching, to the inflow margin of attachment, into all inferior coaptive areas, and 1 to 4 mm onto all leaflets significantly reducing the inflow orifice area. Based on the analysis, the reported regurgitation was likely caused by stenosis due to pannus formation, which is a known failure mode for bioprosthetic heart valves. There was also a tear on the outflow of the non-coronary cusp, the cause of which could not be determined. (B)(4).

Event description:
Medtronic received information that approximately three years following the implant of this bioprosthetic valve, the patient developed an infection, which may have been endocarditis. Subsequently, the patient developed cuspal tears at the base of the right coronary leaflet. Echocardiogram results revealed central regurgitation. Six years following implant, the valve was explanted and replaced with a porcine valve with no further adverse patient effects. Upon explant the surgeon noted that the left and non-coronary leaflets were pristine. The valve was returned for analysis.